Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter "takes a lot to turn on with test strips". Customer further reported that on (B)(6) she experienced dizziness and symptoms of hyperglycemia but was unable to test due to her meter not powering on with test strips. Customer self-presented to a health clinic across the street from her location, and a reading of 210 mg/dl was obtained on their device. Customer was treated with an insulin injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The issue is isolated to the meter only and no strip related investigation activities will be performed. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Section adverse event/product problem was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Customer reported her adc blood glucose meter "takes a lot to turn on with test strips". Customer further reported that on (B)(6) she experienced dizziness and symptoms of hyperglycemia but was unable to test due to her meter not powering on with test strips. Customer self-presented to a health clinic across the street from her location, and a reading of 210 mg/dl was obtained on their device. Customer was treated with an insulin injection. There was no report of death or permanent impairment associated with this event.